Event description:
It was reported that because of the difficulty attaching the wrench and setscrew in the df-1 connector, the device could not be implanted. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that the set screw was damaged.